Event description:
The ventilator would not pass power on testing. The ventilator was not in use at the time of the reported problem, therefore there was no pt involvement or harm. The respironics service technician confirmed a diagnostic code in log history indicating an exhalation autozero test failure. The service technician tested the ventilator and reported the exhalation pressure was out of specification. During normal operation, out of specification exhalation pressure could be detrimental to the pt. The service technician replaced the sensor board to correct the problem. Performance verification testing was performed and all tests passed per operating specifications.